Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, alarmed failed battery test, and had an unresponsive keypad. The customer's blood glucose was 114 mg/dl. She stated that she tried to enter her blood glucose value when a button became stuck and the numbers went all the way to 500. She removed and reinserted the battery, and the insulin pump alarmed failed battery. She was able to clear the alarm but the keypad became unresponsive again thereafter. She received the button error alarm during the troubleshoot process for the keypad issues. Her most recent blood glucose was 56 mg/dl, which was treated with juice. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or display anomaly was noted. The insulin pump had normal operating currents. The insulin pump was monitored for several days and no failed battery test alarm was noted. The insulin pump was received with a cracked reservoir tube lip, a cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.